Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the replacement devices used on (B)(6) 2021 were mentor; catalog number shpx490; serial number (B)(6), on the right, and catalog number shpx490; serial number (B)(6), on the left. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left device migration and asymmetry. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian patient underwent primary breast augmentation with 400cc mentor memorygel breast implant on both sides and experienced right side breast implant rupture, and capsular contracture; baker grade unknown. It was reported that the breast got hard, painful and distorted with poor symmetry. On (B)(6) 2021, mentor became aware that the date of bilateral replacement surgery with non-mentor devices is (B)(6) 2021. On (B)(6) 2021, mentor became aware that patient also experienced left side device migration and asymmetry of the implants. This medwatch report is for the patient¿s left-sided device.